Event description:
In 2007, this patient was implanted with the gore excluder aaa endoprosthesis. Gore imaging service was sent post-operative images revealing the trunk-ipsilateral leg component lacked wall apposition. However, the device is placed distal to the renal arteries, in a 64 degree proximal aortic neck. There appears to be 1.62 cm of length from the (lower) left renal artery to where there is wall apposition of the device. The proximal portion of the trunk-ipsilateral leg component does not appear to have wall apposition and appears to be protruding into the flow lumen. A resulting proximal type I endoleak was identified. Gove was aware of the endoleak in 2008. At about three months later, gore became aware a reintervention was performed to implant two aortic extender components, however, the reintervention was unsuccessful. As of this report, the patient's aneurysm remains stable. A conversion to open surgical repair is planned.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use, the device is intended in patients with a proximal aortic neck angulation of less than or equal to 60 degrees. Additionally, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites, specifically, the proximal aortic neck and distal iliac artery interface. The lack of wall apposition with resulting type I endoleak, necessitating a reintervention may have been the result of use of the device in an angulated neck, as well as the device landing 1.62 cm from the lower renal artery.